Manufacturer narrative:
Per new information provided by the geography field rep, the initial MDR was filed on the incorrect navigation system. Serial number and device manufacture date provided. Device UDI not provided as this product is no longer manufactured. Per engineering review, asa-610v ent infrared navigation system is not a medtronic system, it not possible to determine which patient events were used with which device. A review of the journal article found no allegation of deficiency against a medtronic navigation product.

Manufacturer narrative:
Patient identifier was not provided by the journal article surgeon/author. Patient specific ages were not provided; age range 21-79 years were reported in journal article. Patient sex was not made available. This number addresses the 230 male, 90 female in this study. Patient weight was not provided by the journal article surgeon/author. Event date is approximated as the exact dates were not made available. The article was accepted on 16/9/2013. Citation: lü qy, zhang sh, gong bn, liu lp, li sh. Perioperative nursing care of patients with computer-aided endoscopic sinus surgery. Modern nursing 2013). Doi: 10.16659/j.cnki.1672-5654.2013.24.040. Brand name, common device name and procode not provided in journal article. The article mentions a stealthstation (model not specified) and asa-610v ent infrared navigation system. It is does not provide any further information. Device serial number and UDI, were unavailable. The 510k not provided as the specific suspect system was not provided in journal article. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, nasal endoscopic sinus surgery was performed in 320 patients; 230 male, 90 female, age range 21-79 years. The indication was not provided. Per attached article, nasal endoscopic sinus surgery was performed in 320 patients; 230 male, 90 female, age range 21-79 years. The indication was not provided. This was a retrospective study, to explore the effect of nursing intervention on complication and patient comfort of nasal endoscopic sinus surgery. Postoperative patients were treated with cluster nursing strategy. During these procedures, the stealthstation (model not specified) and asa-610v ent infrared navigation system were used. It was reported that there were 32 cases of bleeding and no bleeding case was severe. Twenty-two patients had light colored bleeding, which were stopped by administration of cold compress. There were ten patients that had continuous blood dripping from the nose, or repeatedly spit out blood or blood clots. Bleeding was stopped with additional drug administration and treatment. Twelve patients had extravasated blood around the eye region, which gradually vanished with cold compress followed by hot compress. Of 30 patients who had a history of asthma, 3 patients had an asthma attack during surgery and 2 had an attack after surgery. All were successfully managed. No further details were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.